Event description:
It was reported that the helical flange plug stops at a certain point in the head of the reduction screw. The plug will not thread completely. It was further reported that this event did not affect the patient.

Manufacturer narrative:
Additional data: catalog # 6451, lot # 077950, date of manufacture 7/2007